Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient was not wearing dexcom continuous glucose monitor (cgm) at the time of the reported event. Patient's daughter reported that the patient was taken to the hospital related to shortness of breath, on (B)(6) 2015. Patient's daughter reported that while patient was in the hospital, he suffered a myocardial infarction (mi), on (B)(6) 2015. It was further reported that the patient went into cardiac arrest, on (B)(6) 2015. Patient's daughter reported that the patient was revived. Patient's daughter reported that while patient was under "continued watch", patient suffered from a third (mi). Patient's daughter reported that the cause of death was from third mi that occurred on (B)(6) 2015. No additional event or patient information is available. There was no alleged device malfunction. The complaint states that the patient expired as a result of suffering from third myocardial infarction (mi). It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be determined without the certificate of death.